Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited lamp failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the screen of the xenon light source flickers occurred due to failure of the scope socket. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: about assembling non-olympus products, the description below are in the instruction manual. Warning. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a flickering screen and the unit has a loose scope socket lock. There were no reports of patient involvement.